Event description:
This is filed to report the clip becoming caught in the chords and tissue damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation grade 4+ with restricted posterior leaflet, thick leaflets, thick septum and a small left atrium. It was noted that the transseptal puncture was suboptimal and imaging was challenging during the procedure. Two clips were implanted with no reported issue. A third clip was advanced to the mitral valve, however due to the low transseptal height the clip inadvertently went into the valve earlier than expected. The clip got caught in the chordae. The clip was unable to be completely freed but it was freed enough to grasp both leaflets. Additionally, while grasping, extra force was used to put the grippers down and the handle moved forward more than anticipated. The clip was implanted and the mr was reduced to a grade of 3+. There is a potential chordal rupture. No clinically significant delay. No additional information provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning of the anatomy appears to be due to a combination of patient anatomy (restricted posterior leaflet, thick leaflets, thick septum and a small left atrium) and procedural conditions. The reported entrapment of device as the clip caught on chordae appears to have been a result of the reported difficult or delayed positioning. The reported image resolution poor was challenging during the procedure due to the transseptal puncture was suboptimal. Additionally, unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unspecified tissue injury was a cascading event of the reported entrapment of device (clip caught on chordae). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a